Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The patient underwent a surgical intervention to remove the s-ICD and implant a similar device. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The patient underwent a surgical intervention to remove the s-ICD and implant a similar device. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis, and a normal current drain was observed. Inspection of the telemetry chip pin terminals and the ccoup capacitor end-terminal noted signs of solder creep. Cyclic fatigue is likely to cause solder creep which can lead to telemetry communication issue.